Event description:
Follow-up information revealed the patient underwent surgical intervention where the ipg was explanted and replaced with a different model.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-01788. It was reported the patient is not receiving effective relief from her scs system. It was also reported the patient has fallen on several occasions and is experiencing overstimulation at the ipg site. Surgical intervention will be undertaken as the next course of action.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-01788.follow-up information revealed surgical intervention resolved the reported issue.